Event description:
Patient reported their tooth on the left side is too low and is next to a tooth that is pushed back. This is keeping the tooth from being able to move forward. They also reported that they visited their dentist who instructed them to stop treatment as they believe treatment cannot be completed without in-person procedures.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.